Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic angiogram. Reportedly, scar tissue at the access site produced resistance when inserting the device. There was difficulty advancing the thumb advancer to split the sheath. The device was difficult to remove. The clip could not be placed properly and was retrieved. The clip was on the distal part of the sheath when the device was removed from the patient. The patient is doing well. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to insert, failure to deploy the thumb advancer, difficult to remove, and the clip located on the distal part of the sheath were not confirmed, as it could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.